Event description:
It was reported that the left ventricular lead exhibited high lead impedance and loss of capture due to clavicular crush. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. High impedance.